Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer (fe) arrived on site and observed the bent probe. The fe replaced the probe and performed all required adjustments. Replacement of the probe and adjustments have returned the instrument to expected operation.(B)(4)